Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. A system check was performed and the pump performed as intended. No damage was noted to the cannula. Reportedly, the pump is kept in a case underneath clothing which may have caused an abrupt temperature change to the pump. After changing the cartridge, the customer changed their infusion set site and resumed insulin deliveries. Additionally, the customer experienced a low bg level of 46mg/dl which was address by consuming juice. The customer stated that they believe the low bg was due to recovery from a stroke. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
The device was received; however, evaluation was not performed. Product cannot be located.